Event description:
It was reported that during a stent procedure, the stent delivery system (sds) ruptured during low pressure inflation. The stent became dislodged and had to be retrieved with a snare.